Event description:
Caller reported a malfunction on the pump, but no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction code did not recur, and the caller was instructed to continue using the pump and to call back if any issues reoccurred.